Manufacturer narrative:
Medtronic received the following information from a journal article entitled; systematic review and meta-analysis of elective and urgent late open conversion after failed endovascular aneurysm repair goudeketting r. S, ping fung kon jin p. H, unlu c, p. M. De vries jean paul journal of vascular surgery 2019;70:615-28. Https://doi.org/10.1016/j.jvs.2018.11.022. If information is provided in the future, a supplemental report will be issued.

Event description:
A systematic review was conducted and included 27 articles. The studies assessed late urgent and elective open conversions following endovascular repair. Mdt talent, aneurx and endurant stent grafts as well as non mdt stent grafts were implanted in a number of patients over a 21 year period. The following were reporting from this systematic review; malfunctions: type ia, ib, ii, iii, IV,v and unknown endoleaks, stent graft infolding/ kinking, inaccurate delivery, migration the following adverse events were reported; rupture, aneurysm, infection, thrombus, occlusion, embolus. Fistula, intervention/explant patient mortality was reported but there is no causal link that a mdt stent graft caused or contributed to any deaths.